Manufacturer narrative:
No anomalies detected by checking the DHR of the lot# involved on a total of (B)(4) pieces manufactured with the same lot #(2016ag0d8). No other complaints reported on the same lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Intra-operative breakage of the reamer for graft shaping (model# 9013.75.474, lot# 2016ag0d8) when cutting glenoid bone graft. According to the info reported, no prolonged surgery time nor consequences for the patient due to this issue. Number of uses of the instrument unknown. Event happened in (B)(6) on (B)(6) 2017.